Manufacturer narrative:
Cont. E.1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left 'peri-implant liquid, radial folds'. Device remains implanted.